Event description:
It was reported that the intravascular ultrasound (ivus) catheter was advanced onto the distal (floppy) portion of the guidewire. When the physician pulled back the catheter, resistance was met. The catheter was believed to be stuck within the ostium of the right coronary artery (rca). The physician pulled hard, at which point the distal monorail segment of the catheter became kinked and scraped along the edge of the vessel which was noted by fluoroscopy. The guidewire was used to manipulate the ivus catheter back into the guide catheter and then the guidewire and ivus catheter were removed together from the pt. The guide catheter was readvanced and cannulated into the ostium of the rca to take final angiograms which demonstrated excellent results with no other problems. The pt is reported to be "fine".

Manufacturer narrative:
The lot number of the device is unk therefore, the expiration date and device manufacture date cannot be determined.